Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on the right ventricular (rv) lead. High thresholds were also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.